Manufacturer narrative:
The anesthesia system was investigated onsite and it was found that the inspiratory pressure transducer pcb's was faulty. It was replaced and returned for investigation. Our investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb reproduced the reported failure. The system checkout failed several tests due to the gain correction factor being outside defined interval (± 0.05 from factory default). The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was caused by the inspiratory pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).